Event description:
Patient system explanted due to lead migration.ul reported that patient had lead migration and the decision was made to explant the system. Patient was explanted. Devices were discarded. No further action to be taken.